Event description:
It was reported that during a hand-assisted laparoscopic sigmoid procedure, the device was opened up from sterile package and the surgical tech noticed that the silicone sleeve was ripped from the actual plastic retractor. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.